Event description:
Technical services received a call on 8/29/11. Caller stated that when connecting the tip of this lead to the device, the pacing is ok. When they tighten the ring, pacing stops. Caller looking for recommendations. Technical services stated that this lead must have an adapter. Could be an issue with the adapter or the lead since the lead is over 20 years old. No additional information is availalbe. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)